Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation visual inspection of the as returned product identified signs of wear from use about the implant body, collar, drive feature, and bottom vents. The product matched print specifications where measured against drawing, including the non-blasted portions of the implant reported to be incorrect. No signs of discoloration are noted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. The medical event of bone loss could not be verified. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's last name and email not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient had bone loss resulting in the implant losing integration. The implant was removed. It was also noted that the implant had a cosmetic defect of polished metal. Tooth location 4.